Event description:
After second 15j dft test shock delivered, device "popped " and lost telemetry. Device was warm to touch and hot to touch after 1 hour. Tested out of specifications during analysis--device not implanted.